Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient went to emergency room on (B)(6) 2026. Blood glucose level was 500 mg/dl at the time of the event. Treatment provided at the time of hospitalization was bolus via pump and intravenous fluid. Symptoms reported at the time of hospitalization was nausea, dizziness, confusion, headache, cramp, tiredness and pain. The length of hospitalization was less than twenty four hours.